Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5150453 and mw5150454.

Event description:
A voluntary MDR/medwatch report was received on 02/01/2024. It was reported that no audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.